Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was reported the implant did not seal and thrombus on the device occurred. In (B)(6) 2013 a left atrial appendage (laa) closure procedure was successfully performed. A 33mm watchman ® laa closure device was implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. At the 12 month follow up, a jet size of 3mm, velocity of 160cm/s was noticed. The patient was on clopidogrel and warfarin and the most recent internal normalized ratio (inr) was 2.2 in (B)(6) 2016. In (B)(6) 2017, a transesophageal echocardiogram (tee) was performed and the jet size was 6mm with a thrombus on the closure device measuring 1.2cm. The patient is currently taking 81mg of aspirin, clopidogrel, diltiazem, digoxin and metoprolol and warfarin.